Manufacturer narrative:
Investigation summary: one photo was received and evaluated. Even though event description describes a magellan needle, the photo depicts a bd safetyglide needle package, confirmed to be from batch #9316337 (p/n 305900). Only the package¿s top web is visible. From this vantage point an unshielded needle¿s cannula can be seen sticking out of the side of the package between the top and bottom webs. Since the bottom web view was not presented, no other observations can be made about the sample. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the double needle and missing shield defects are associated with the packaging process. Machine upgrades have been made to reduce cannulas with missing shields from being packaged. Rationale: CAPA not necessary.

Event description:
It was reported that needle sftygld 22x1-1/2 rb came with an extra needle that was sticking out of the package. This was discovered before use. The following information was provided by the initial reporter: material no.: 305900 batch no.: 9316337. It was reported that the customer had a safety needle that had an extra unprotected needle in the package and it was sticking out the side of the package. Nobody was hurt.